Manufacturer narrative:
Other, other text: returned device was received in decent physical condition however, the rear housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. No problem was found with the device but the motor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received stating syringe only pushes halfway into the pump and stops. No adverse effects reported.